Event description:
It was reported that the pump battery "swelled" resulting in a pump shutdown. Customer's blood glucose was 120 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.